Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly tortuous and moderately calcified but large open vessel. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the physician was advancing the catheter along the wire with the distal marker in place. It was noticed that the proximal marker/imaging transducer was drastically separated and located in the proximal portion of the vessel. Upon further investigation, it was observed that the clear outer sheath of the catheter had detached from the red proximal hub/anchor point at the tip of the permanent sled. The detached portion was outside of the patients body. The ivus catheter was removed, and the procedure was completed with another of the same device. There were no patient complications.